Event description:
It was reported during an iliac stenting treatment procedure, the physician found an "unusual image in the proximal of the iliac wallstent" following successful left iliac artery stent placement. The stent delivery and deployment was completed "smoothly and no other evident complication." Additional information has been requested regarding this event.